Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the loss of capture event was sensed by the device.

Event description:
It was reported that during a remote follow up, loss of capture was noted on the device. Provocative testing was performed and varying capture values were observed. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.